Manufacturer narrative:
The device was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage or abnormalities observed. The plunger was removed and cleaned for further evaluation. No damage or abnormalities were observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported edge damage could not be determined. No problem was found with the returned preload device. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The plunger was removed and cleaned for further evaluation. No plunger damage or abnormalities were observed. The lens remains implanted. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during implantation of an intraocular lens (iol) it was observed that the edge of the iol was damaged. The lens was kept implanted. Additional information was requested.